Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb, image processor pcb and video controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported image quality issues. Further information was received from the field service representative indicating that the fluoroscopic image was usable. No patient death or serious injury was reported related to this event.